Event description:
The customer reported the touch screen is unresponsive to touch at times; touch screen passed touch screen calibration, but is erratic in the touch screen diagnostics screen. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified.